Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient stated they were having problems with their stimulator that started this morning ((B)(6) 2022). The patient stated they kept going to the bathroom and they were experiencing pain in their back right where the implant was located on their upper hip. The patient stated they'd taken some anti-diarrhea medication but they'd gone to the bathroom 7 times already and they've emptied so much, they didn't have much coming out now. Patient services reviewed it would be a good idea to reach out to their managing health care provider (hcp) but the patient stated they didn't have anyone to manage their device. Patient services advised the patient to stay in touch with a medical professional regarding their medical situation and mailed the patient hcp listings so the patient could locate a managing hcp for their device. Patient services assisted the patient in connecting to see their settings. The therapy was on. The patient commented upon connecting that "now" they were "feeling the stimulator" but noted it seemed like the implant had moved over time farther to the left. The patient stated they'd wanted their doctor to check it out however the doctor had been unfamiliar with the device/therapy. Patient services did not ask further questions regarding the issue as they were focused on the reason for call. Patient services reviewed the icon programmer buttons and the patient opted to turn their therapy off. The patient stated they still felt the pain after turning the therapy off but noted they had to get to work now. The patient stated they hadn't used the programmer in a while but noted they would take it with them to work and so they could turn it back on later if they needed to. The patient also said that they would reach out to a medical professional regarding their symptoms and the pain at the ins site as well as locate a managing health care provider (hcp) to check the implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.